Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left superficial femoral artery. As a 014 whisper guide wire (gw) was being advanced through the sub-intimal, resistance was felt with the anatomy and the gw tip separated. The physician pulled one piece of the gw out and admitted the patient overnight. The next day, a cut-down surgery was performed on the patient and the missing gw tip piece was retrieved in the sub-intimal. The physician rebuilt the dorsalis pedis artery and the procedure was successfully completed. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction and/or manipulation of the device resulted in the noted device damages (bent/kinked core, torn core) and ultimately resulting in the reported tip detachment; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.